Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked and the display screen was dim and discolored. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/04/2014 with the following findings: the pump was examined and found that the battery compartment was cracked. The pump was powered on and the pump display screen was noted to be faded and discolored. (B)(6).